Event description:
The event was identified during a review of the posterior cervical fixation study, the report identified that on (B)(6) 2024 a patient underwent a posterior cervical fixation at c1 to c4. On (B)(6) 2024 the patient was presented with an infection/bacteremia. The patient had a white blood count of 20k and was started on IV vancomycin leading to a longer hospital stay. Discharged on antibiotics to acute rehab facility. On (B)(6) 2024 rehab staff had a concern for stroke, noticed the patient was having dysphagia and slurred speech. MRI of brain showed no evidence of acute stroke, mass or hemorrhage but identified absent flow in the right v4 segment leading to symptoms. Surgery not appropriate at this time, pt returned to rehab and will continue to be monitored.

Manufacturer narrative:
No device was returned for evaluation as they remain in-situ no lab reports were provided so the complaint could not be confirmed. Review of the reported event identified 5 days postoperative of a posterior cervical fixation procedure the patient was identified with bacteremia requiring medication and later experience symptoms related to an identified lack of blood flow in the right v4 segment. The patient was considered unsuitable for any additional procedures and will continue to be monitored. The type of bacteria was not provided. The nature of the reduced blood flow was not provided. Patient comorbidities were not provided. Post-operative infection is a known complication of surgical procedures that can be the result of environmental contamination, incomplete sterilization or patient related factors. Nuvasive instrumentation is cleaned and sterilized by the user facility and sterilization records were not provided. The sterility of sterile implants involved in the case was unable to be confirmed as no product identifiers were provided so a manufactural review was not possible. Due to a lack of information attained a root cause could not be determined however, unidentified patient related factors, patient selection and environmental contamination are possibly the cause or contributors to the event. No additional investigation can be completed. Labeling review: "contraindications contraindications include, but are not limited to: 1. Infection, local to the operative site. 2. Signs of local inflammation. 3. Patients with known sensitivity to the materials implanted...6. Patients with physical or medical conditions that would prohibit beneficial surgical outcome..." "Potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; damage to blood vessels, spinal cord or peripheral nerves...loss of sensory and/or motor function...rarely, some complications may be fatal..." "...potential risks identified with the use of this system, which may require additional surgery, include...neurological, vascular or visceral injury. Metal sensitivity or allergic reaction to a foreign body. Infection..." "...warnings, cautions and precautions the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery..." "Pre-operative warnings...1. Only patients that meet the criteria described in the indications should be selected. 2. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided. 3. Care should be used in the handling and storage of the vuepoint implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments. For sterile implants: assure highly aseptic surgical conditions, and use aseptic technique when removing the vuepoint implant from its packaging. Inspect the implant and packaging for signs of damage, including scratched or damaged devices or damage to the sterile barrier. Do not use the vuepoint implants if there is any evidence of damage. 4. Refer to cleaning and sterilization instructions below for all non-sterile parts. 5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Packaging packages for each of the components should be intact upon receipt. Devices should be carefully examined for completeness, and for lack of damage, prior to use. Damaged packages or products should not be used, and should be returned to nuvasive. The instruments and implants of the system may be supplied as either sterile or non-sterile. All implants provided non-sterile are single use and should be sterilized per instructions provided below. Instruments provided non-sterile can be single-use or reusable. Discard single-use instruments after use. Reusable instruments should be reprocessed using instructions provided below. All implants and instruments provided sterile are intended for single use only. Do not use if package is opened or damaged. This product should not be re-sterilized. Discard single-use instruments after use." "Handling of the sterile implant before removing the implants from the package, make sure that the protective packaging is unopened and undamaged. If the packaging is damaged, the implants have to be considered as non-sterile and may not be used. Upon removal from the package, compare the descriptions on the label with the package contents (product number and size) note the sterile expiry date. Implants with elapsed sterile expiry dates have to be considered as non-sterile. Take particular care that aseptic integrity is assured during removal of the implant from the inner packaging. Open the packages carefully. Take suitable measures to ensure that the implant does not come into contact with objects that could damage its surfaces. Use only the recommended instruments for implantation of the implants. Damaged implants must not be used." "Cleaning and decontamination all non-sterile instruments must first be thoroughly cleaned using the validated methods prescribed in the nuvasive cleaning and sterilization instructions (doc # (B)(4)) before sterilization and introduction into a sterile surgical field. Contaminated instruments should be wiped clean of visible soil at the point of use, prior to transfer to a central processing unit for cleaning and sterilization. The validated cleaning methods include both manual and automated cleaning. Visually inspect the instruments following performance of the cleaning instructions to ensure there is no visual contamination of the instruments prior to proceeding with sterilization. If possible contamination is present at visual inspection, repeat the cleaning steps. Contaminated instruments should not be used, and should be returned to nuvasive. Contact your local representative or nuvasive directly for any additional information related to cleaning of nuvasive surgical instruments. Instruments with a ¿d¿ prefix part number (e.g. Dxxxxxxx) may be disassembled. Please refer to the additional disassembly instructions for these instruments." "Sterilization all non-sterile instruments and implants are sterilizable by steam autoclave using standard hospital practices, in addition to nuvasive¿ s validated parameters. In a properly functioning and calibrated steam sterilizer, effective sterilization may be achieved using the parameters prescribed in the nuvasive cleaning and sterilization instructions (doc # (B)(4))." 'Information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at..." 9400215-en n-09/2018.